Event description:
Customer reported that the engine was locked. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the reverse trigger of the engine is locked, due to being completely dry internally, as a result of the failure of the cleaning procedure and lack of greasing, which caused the early wear and tear and subsequent break. Parts were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.